Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after giving birth, the patient's side incision was sutured layer by layer with absorbable sutures and in tradermal sutures. During the hospitalization period, it was disinfected twice a day with iodophor and treated with far-infrared radiation twice a day. During the period, the parturient woman complained that the wound had foreign body sensation and pain was tolerable. On (B)(6) 2020, it was found that the lower end of the perineal side incision was split and there was exudation. It was seen that the absorbable sutures were exposed in strips, the knots were prominent, and the perineal incisions were not healed well. Debrided the necrosis on the surface of the perineal incision, removed the thread and knots and strengthen the perineal care. The medical intervention of debridement required the patient to undergo an additional surgical procedure. The patient's hospitalization was extended as a result of the complication. The incision healed on (B)(6) 2020.